Manufacturer narrative:
Citation: del sole et al. Intravascular lithotripsy-assisted transfemoral transcatheter aortic valve implantation after failed ballo on angioplasty in patients with severe calcified peripheral artery disease. J invasive cardiol. 2024 dec;36(12). Doi: 10.25270/jic/24.00049. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding intravascular lithotripsy-assisted transfemoral transcatheter aortic valve implantation after failed balloon angioplasty in patients with severe calcified peripheral artery disease. The study population included 13 patients who were predominantly male with a mean age of 80.8 years old. Multiple manufacturer¿s devices were implanted in the study population; four patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic transcatheter valve delivered by an enveo r or enveo rpo delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events that may have occurred during use of the delivery catheter system (dcs) included: major bleeding complication from the iliofemoral access site resolved with blood transfusion, and temporary thrombotic occlusion at the access site resolved by selective heparin injection or prolonged balloon inflation. Among all patients, other clinical observations included: stroke, major bleeding or vascular complication, and acute kidney injury. No further information was provided pertaining to medtronic products.